Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was noticed to be broken upon the cautery testing phase. A replacement device was used to perform the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The c-ring was transected. The plastic c-ring on the cannula was observed to be melted and cut in longitudinally between the flanking curved areas. Based on the return condition of the device as returned, we are able to confirm the reported complaint "break, cannula c-ring cut".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was noticed to be broken upon the cautery testing phase. A replacement device was used to perform the procedure.